Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. During functional testing, the reported problem "occlusion without reason with new tubing" was not reproduced. Evaluator inspected the device per upstream and downstream occlusion testing and the device passed. A review of the event history log found upstream occlusion messages and downstream occlusion messages, however the event history log can not confirm if the alarms were true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as upstream occlusion alarm. The cause of the condition was the ultrasonic sensor which was found out of calibration. The ultrasonic sensor requires to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed occlusion without reason with new tubing. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.